Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered one burst of anti-tachycardia pacing (atp) and one shock as inappropriate therapy for a suspected atrial fibrillation (af) with rapid ventricular response (rvr). The shock was delivered as it was committed even though the rhythm ended. Technical services (ts) was consulted and discussed stored data. This crt-d remains in service. No additional adverse patient effects were reported.